Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be traced to user, which is user error. UDI: (B)(4).

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the compact air drive device had a sticky trigger, would not run-trigger defective, moving parts did not move smoothly, would not run and cosmetic damage. It was further determined that the device failed pretest for general condition, check free movement of softmod switch, check for sticky trigger, check function of device and check power with power test bench. It was noted in the service order that the device did not work while in use with an air oscillator device. It was reported that there were no delays to the surgical procedure. It was not reported if a spare device was available for use. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.